Event description:
Report received of door/cassette alarms. An outpatient with a diagnosis of crohn's disease was to receive an infusion of remicade. Reportedly, the nurse primed the tubing and inserted the tubing set into the plum xl pump. The pump initiated the self-test and then sounded an audible alarm and displayed the message, "door/cassette". The tubing set was changed and the pump did not alarm. The patient then received the remicade. There was no reported adverse patient event or delay in critical therapy.